Manufacturer narrative:
(B)(4). Batch # t93d58. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/16/2019. Batch # unknown. Report source: mw5088162. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: can you please clarify how the device "misfired"? Is it known whether or not the jaws cut the vessel? Or if a clip cut the vessel? Response: the clip partially cut the vessel but did not fully engage/eject. This vessel was to be dissected as part of the normal process of the procedure.

Event description:
It was reported that during a laparoscopic cholecystectomy the device misfired and caused a small laceration in the cystic duct. A new device had to be retrieved to complete the procedure. The surgeon felt that if the device would have transected the duct completely it would have been a complication. The cystic duct had to be transected in order to remove the gallbladder as part of the normal process of the procedure.